Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a supply change and a small snack with a conservative meal announcement, with blood glucose rising to approximately 290 mg/dl before trending down to 240 mg/dl within about an hour; no alarms were reported. Symptoms included hyperglycemia without acute clinical effects. Outcomes included self-resolution without medical intervention, no use of backup therapy, and no ketone testing. Investigation included user interview and troubleshooting with education regarding meal announcements during the learning period. Investigation of this case revealed no device malfunction and a likely insulin delivery insufficient for carbohydrate intake due to conservative meal announcement during early use. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-related operational factors considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.